Manufacturer narrative:
(B)(4). The patient did not tighten the connection between the supply line and a bag, which is known to cause this alarm. The patient also attempted to re-start the therapy with the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected for peritoneal dialysis therapy at the time of the alarm. The patient cycled the power to the machine and cleared the alarm. The patient remained connected and the machine was priming again, with the same supplies. The technical service representative (tsr) explained proper procedure to the patient and assisted with the troubleshooting. During the troubleshooting, it was determined that a supply bag was not connected to the supply line anymore. The patient stated that they did not tighten the connection. The tsr advised the patient to start over with new supplies. The patient stated that they would end the therapy for the night and the tsr assisted them. There was no patient injury or medical intervention associated with this event. No additional information is available.